Event description:
Physician utilized a femoral approach with the device. Device was introduced into the patient without issue but when infusion began, liquid exited at the handle/shaft connection point. No patient harm. Device was replaced with another device.

Manufacturer narrative:
Investigation into corrective/preventive actions in process.